Manufacturer narrative:
Received one 60-5274-132 in unoriginal packaging. Lot number was verified. Performed a visual inspection, the distal l-hook was disconnected from whole device. There is evidence on the l-hook where it was connected inside of the black sheath. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 21 complaints, regarding 21 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised that misuse of this or any other electrosurgical device can result in a patient injury. Read and become familiar with all instructions and directions before using this device. During trocar insertion, always have the electrode tip covered to avoid potential damage to trocar seals and the electrode tip. Examine this device prior to use for damage. Do not use if damage is found. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the 60-5274-132 was being used during a laparoscopic appendectomy on (B)(6) 2021 when it was reported ¿on 5/23/21, a patient was taken to the or for a laparoscopic appendectomy. During the surgery, the surgeon asked for a second l hook cautery (the conmed device) because the first one opened had a ¿bent tip¿. The second device was opened, and the surgery proceeded. After surgery, the patient remained in the hospital due to fever. On (B)(6) 2021, a CT scan was done, and a metallic object was seen on the CT. The staff who were in the first case were also there on (B)(6) and looked for the discarded conmed device that was taken out of service during the first surgery. They found it and noted that the tip was broken off. During the second surgery on (B)(6) 2021, the surgeon retrieved the tip of the device.¿ the details of the prolonged hospitalization are unknown; however, the patient did undergo a secondary surgery on (B)(6) 2021 to remove the device component. This report is being raised on the basis of injury due to the secondary surgery to remove the device component.